Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure complete heart block occurred. During the case as heart block developed the procedure was stopped and normal sinus rhythm resumed after approximately 15 minutes. After the procedure the patient developed complete heart block requiring hydrocortisone and a pacemaker was implanted. There were no performance issues with any abbott device.